Manufacturer narrative:
The device was returned to the MFR and a fluid was found on the locknut and the battery plate appeared corroded. The device was repaired and returned to the customer.

Event description:
It was reported that during a total knee procedure the device was leaking an oil-like fluid from the sag head. There were no adverse consequences due to this event.